Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The lens was removed in the initial procedure. If explanted; give date: n/a (not applicable). The lens was removed in the initial procedure. (B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after an implantation of a monfocal sensar intraocular lens (iol) model aab00, the physician observed the patient¿s posterior capsule was not able to support the implant. Therefore, a removal and replacement of the iol was performed. There was an incision enlargement to remove the iol and a suture was placed to close the wound.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/31/2018. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received loose inside its original box along with its daisy wheel and inserts. The product was visually inspected with the unaided eye showing the lens was cut in half most probably to aid in explant. No obvious defects were observed with the haptics. Due to the condition of the return, no further analysis is possible. The complaint issue reported was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.